Event description:
A customer contacted beckman coulter inc. (Bec) stating that the chemistry cartridge (cc) sample probe was leaking in the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported in this event.

Manufacturer narrative:
Customer technical support (cts) directed the customer to check the fitting on top of the cc sample probe and syringe assembly. Per the customer all were placed and operating properly. A field service engineer (fse) was dispatched and discovered that the wash collar was leaking. The fse removed the wash valve and found white plastic shavings in the valve head. The fse removed the foreign material, reassembled, and primed the unit. Repairs were verified per established procedures. (B)(4).